Manufacturer narrative:
The pump was monitored, and no battery out limit alarm was noted. All operating currents were within specification. The pump passed the self test. No unexpected low battery or of no power alarms were noted. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly. The pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No unexpected numbers ramping during testing noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via telephone call that the numbers on the display continued to go up without input during a bolus. The customer removed the battery and replaced it and received a battery out limit alarm, replaced the battery again and received a battery change too slow message that could not be cleared. The blood glucose reading was 79 mg/dl. The customer was advised that when the battery out limit alarm occurs after a battery change that it is normal behavior. The buttons became unresponsive and the customer was unable to clear a battery alarm. The insulin pump had been splashed by a wave when the customer was on vacation in (B)(6). The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.